Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The distributor received the pump for investigation and was unable to turn on the pump due to the inability to charge the pump. There was no reported impact to customer's blood glucose. A replacement pump was sent.